Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that exhibited a history of inappropriate shocks. The rv lead was observed to exhibit other unspecified complications. The ICD and rv lead were explanted. The patient condition was unknown.